Event description:
IV pump alarming for air in line, when tubing removed from pump total parenteral nutrition was found to beleaking from hole in IV tubing at blue tubing that fits in pump. Pump working fine not pump issue. New tubing strung. Tubing given to supervisor. No harm to pt.